Event description:
Information was received that during testing of this smiths medical level 1 hotline low flow systems - hl-390 line isolating monitor went off and leakage was noticed. No patient involvement reported.

Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. The device had an outdated pcb and power switch, a cracked tank cover and wear and tear to the damaged block assembly. During the evaluation of the device, the issue was able to be confirmed. The faulty pcb was causing the electrical/safety test to fail. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.